Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. . If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va12tcb, implanted: (B)(6) 2016, : product type: lead. Product ID: 3389s-40, lot# va0zunx, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was registered with the wrong system. No patient symptoms or further complications were reported as a result of this event.